Manufacturer narrative:
The customer reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). 8300 sn: (B)(4) customer stated that he was getting this error code 571.6241 and the customer stated that he would like to just send the unit in for a level 2 repair. Customer also stated that he was going to use the portal to send the unit back. I said ok and the customer ended the call failure device type: failure problem type: failure mode: case resolution: customer stated that he was getting this error code 571.6241 and the customer stated that he would like to just send the unit in for a level 2 repair. Customer also stated that he was going to use the portal to send the unit back. I said ok and the customer ended the call ref:_00d30y0yr._5000l1oj8zu:ref